Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo did not show the leak, only the location from where the leak occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak of an effluent bag was observed during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.